Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope couldn't get a clean image, there were lines on the monitor. The issue occurred during an unknown procedure . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, scope communication error b30 was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.